Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that found debris in the bulkhead connectors and umbilical end. Cleaned both ends. Performed system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that the system got stuck in standalone mode when the site was attempting to take a spin. Clinical consultant (cc) noted that umbilical had already been reseated and 3 reboot were attempted. This issue occurred intraoperatively. Patient impact and delay were unknown. Both medtronic and imaging were aborted.

Manufacturer narrative:
H2) additional information was added to b5. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, lot/serial #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that after leaving the system on for 15 minutes it exited standalone mode on its own. Medtronic imaging was used. This caused a 30 min delay. No adverse effects on patient.